Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the follow defects were found, damaged flexibility adjustment ring, forceps channel port shaved, air/water and suction cylinder discolored, grip shaved, upward/downward angulation control knob and light/right angulation control knob scratched, dented scope connector cover, distal end cover cracked, light guide lens cracked, and j- channel clogged with foreign material lodged at the distal end side. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera lll colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, foreign material was found clogged in the scope j-channel lodged at the distal end side due to insufficient or incorrect reprocessing of the scope. This report is being submitted for the event found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of foreign material that was found clogged in the scope j-channel, the root cause was unable to be identified; however, the event was most likely caused by improper reprocessing. The event can be detected/prevented by following the instructions for use which state: "precleaning the endoscope and accessories describes the implementation of precleaning immediately after the case and the flushing of the secondary water supply channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. The auxiliary water channel must be flushed either manually or using an olympus flushing pump. Olympus will continue to monitor field performance for this device.